Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse events. The investigator notes there was no implant involvement, and the plan is to continue conservative management. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse events. The investigator notes there was no implant involvement, and the plan is to continue conservative management. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
(B)(6). It is unknown if the complainant implant has been (or will be) explanted. (B)(4). The original date of awareness was reported in error as september 9, 2015 on the initial medwatch. The correct date of awareness for this event was march 22, 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that patient was implanted with a prodisc-c at l-5 and at c6-c7 on (B)(6) 2004. No complications were noted during that procedure. The patient was discharged to the home on (B)(6) 2004. The following complication was noted: on (B)(6) 2012, the patient presented with c5 radiculopathy of the left side and retrolisthesis at c4-c5 with posterior osteophyte degenerative disc disease (c5-c6). This report will address the radiculopathy that was confirmed during a follow up visit on (B)(6) 2012.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown prodisc-c implant. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study (B)(6) presented motor neuro deterioration. This report is for one, unknown prodisc-c implant. This report is 1 of 1 for (B)(4).